Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: a large amount of air was found in the IV tubing that was attached to patients arterial line. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used, non-contaminated sample without packaging was returned for evaluation. The sample underwent leak testing, and no leakage was detected. To replicate the reported air in line alarm issue, the sample was connected to the pump and therapy was initiated while varying the flow rate throughout the test. No alarms occurred during this evaluation. The outer diameter of the pump segment tubing was measured and found to be within specification. The reported defect could not be confirmed. Based on the evaluation, the sample met internal specifications, and no product deviations were identified. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.